Event description:
It was reported that a patient underwent full revision due to high impedance and prophylactic generator replacement. No other relevant information has been received to date and the device has not been returned to the manufacturer to date.